Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device confirmed arc marks on the titanium case. No telemetry could be established, preventing access to the device's memory. The device case was opened and visual inspection revealed electrical heating/burn damage on the internal circuitry. This resulted in rapid battery depletion. Final analysis concluded that the device had delivered a shock into a shorted lead and energy from the lead was shunted to the device case. No pacing or shock therapy was available.

Manufacturer narrative:
Upon return and completion of lab analysis a follow-up report will be updated.

Event description:
Boston scientific received information that during follow-up, interrogation with this device was not successful as telemetry operations could not be established. It was suggested to perform a chest x-ray to confirm device location. Magnet application failed to produce an audible tone, thus the physician elected to surgically intervene in the following weeks. To date, no adverse patient effects were reported and a surface electrogram confirmed a left ventricular bundle branch blockage. Subsequently, surgical intervention was performed and the device explanted. Post explant, the physician reported a visual anomaly on the outside of the device case and reported the explant procedure had been performed without difficulty. Another boston scientific device was successfully implanted and the expected unit is to be returned for a post market evaluation.